Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. A c-taper lfit head with adapter sleeve and 3 cable and sleeve sets were implanted. Update 10/december/2018: rep reported "reason for revision was not released per hospital policy".